Event description:
A malfunction alarm, specifically alarm 20, was reported by a distributor in slovakia involving an insulin pump during a pumping session. There was no adverse impact to the customer¿s blood glucose level as it did not exceed harmful limits. Despite attempts to load a new cartridge, the cartridge alarm persisted, and the customer was unable to resume insulin therapy. As a result, the technical support team decided to replace the malfunctioning pump. A replacement pump was provided, and storage mode instructions were given for transport. Customer reverted to an alternate pump for insulin therapy.